Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) controller ac adapter was not providing power. The adapter was removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller ac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual inspection of the device revealed that the output cable had a tear in the outer sheath, exposing its wires. This condition, however, did not interfere with the functionality of the unit. Further visual inspection revealed that the ac adapter enclosure was damaged. Visual inspection also revealed a connector stack up anomaly with the older version interface seal (o-ring) on the cac that requires excessive force to lock the controller connector. However, these findings are not related to the reported event. Functional testing of the adapter revealed an open input fuse. The open fuse prevented the controller ac adapter from providing power, confirming the reported event. The most likely root cause of the damaged outer sheath and the damaged enclosure can be attributed to the handling of the device. The most likely root cause of the connector stack up anomaly can be attributed to the older version interface seal (o-ring) that is thicker in dimension as compared to the present version interface seal (o-ring) on the cac connector. The most likely root cause of the reported adapter not providing power can be attributed to an open fuse, due to a combination of a reduced fuse in-rush current rating along with the absence of a current-limiting thermistor. An internal investigation evaluated open input fuses associated with controller ac adapters. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.